Manufacturer narrative:
Fdd (B)(4) also were not included in the initial report, but all apply to the ins (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulator will not charge and the ins was shutting down on its own. It was reported that when the antenna dial was turned, the ins will immediately go to the 'start charge' screen and ins will show that it is off. It was reported that this started happening after the patient got a defibrillator replacement. During the call the rep was able to get to the normal charging screen but then the lightening bolt icon disappeared. The patient was able to turn it back on using the recharger but then the screen went blank and the reposition antenna screen appeared. It was noted that the patient was getting poor coupling. It was then reported that the ins was shutting off by itself even when the patient was not charging. It was reported that the patient had fall every day and the falls were not related to the ins and had occurred before implant. It was reported that the patient had stroke and multiple heart issues that were not related to the ins. Additional information received from the rep reported that the patient's impedances were normal. A new insr was sent to the patient but the issue persisted and the ins was shutting off by itself multiple times a day. Another appointment was being scheduled to compare the patient's diary notes with the reps file. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulator will not charge and the ins was shutting down on its own. It was reported that when the will antenna dial turned, and the ins will immediately go to the 'start charge' screen and ins will show that it is off. It was reported that this stared happening after the patient got a defibrillator replacement. It was reported that the ins turns off even when not charging. It was reported that the patient had fall every day and the falls were not related to the ins and had occurred before implant. It was reported that the patient had stroke and multiple heart issues that were not related to the ins.